Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. The instruments tube adapter and distal end were inspected and found to have no broken components. An in-house mcs tip was installed on the instrument. The instrument was then tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional findings not reported by site: the instrument was found to have scratch marks / abrasions on the tube adapter. There was no material missing as a result. The probable root cause is attributed to issues during installation of the mcs tip accessory.

Event description:
It was reported that during central processing, single-port (sp) monopolar curved scissors (mcs) distal tip was found broken. There was no report of patient involvement.